Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent an osteosynthesis. After the surgery, the patient fell and had a fracture at a location where the most distal screw was inserted. The fracture site treated in the initial surgery had achieved bone-union, but the removal of the implants was not performed due to the patient convenience. There was no breakage of the plate or screws, and after removal of the implants, an osteosynthesis will be performed for the fracture caused by this fall. The patient is obese. No further information is available. This report is for one (1) va-lcp olecr pl 2.7/3.5 r 4ho l116 tan. This is report 1 of 3 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional product code: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.